Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(4) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence and bleeding. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient had a second mesh implanted on (B)(6) 2009 concurrently with an unknown perigee product; due stress urinary incontinence and cystocele. It was reported that patient underwent urethrolysis on (B)(6) 2010 for urinary. The patient also underwent cystoscopy and urethral dilatation on (B)(6) 2009 for urethral obstruction.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).